Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a battery failure (red alarm). There was no reported patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported battery failure (red alarm) has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm and a battery 2 communication failure alarm due to low pack voltage. The lt power data from the complaint date showed a cell voltage decline in only one of battery 2¿s cells which occurred as the battery failure alarm triggered. The failure mode was reproduced on an engineering bench. The battery lcd indicator was blank (fully discharged). Battery 2 was momentarily replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.